Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a under the right electrode on her rib cage. The area is red and itchy. There was no alleged device malfunction contributing to the irritation. Patient was given a pill by a physician to help with the irritation. Patient reported that the irritation has gotten better.